Manufacturer narrative:
On march 24, 2023, an analysis of the suspect medical device's photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture, generalized illness. Health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 33-year old hispanic female patient underwent breast augmentation revision with two 255cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via mammogram and ultrasound, with right breast implant rupture. In addition, the patient also suffered from irritable bowel syndrome with constipation, hair loss, and significant fatigue. After two covid infections in 2021, the patient experienced more fatigue, shortness of breath and decreased upper extremity strength during weight training. Lastly, the patient was also diagnosed with ptosis and bilateral breast capsular contractures (baker grade iii on the right and baker grade ii on the left). As a result, the patient underwent bilateral capsulectomy, drainage, pectoralis, major muscle repair, mastopexy, and bilateral breast implant explantation on (B)(6) 2022. This medwatch form is for the right breast prosthesis.